Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was not reading as closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not reading closed. A field service engineer (fse) found that the latch magnet had been dislodged. It was replaced and secured to the latch to correct the false sensor error. Further inspection revealed several crushed tablets and foil tablets packing under the cubies, which had caused a direct short at b4. The staff recovered the drawer, and the cubies were inventoried and dispensed medications successfully, confirming the issue was resolved. The fse completed a basic inspection and testing of the remaining drawers and components. During testing, hardware test application (hta) was found to have a memory error, which was cleared after a reboot. The system functioned as intended after the field service engineer repaired the device.